Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires by the transition joint of the tubing and the fantail. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The scanning electron microscopy (sem) analysis revealed broken wires by the transition joint of the tubing and the fantail revealed evidence of tensile stress. The inspection on the pockets did not reveal any anomaly. The device passed the mechanical test performed. The reported complaint of open circuits for all electrodes could not be verified electrically during this analysis due to the electrode being severed. However, x-ray inspection revealed broken wires by the transition joint of the tubing and the fantail, which may have possibly resulted in the open circuits prior to explantation. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: b.3, d.6b, d.9, h.6. The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics was notified there were reportedly no signs of migration during the revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. External equipment was exchanged and programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.